Event description:
It was reported that the patient with this implantable device observed a red call doctor icon on the communicator. The patient was referred to the hospital. Further information has been requested. No adverse patient effects were reported.